Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing did not stick in the infusion set while the nurse was applying the infusion set for subcutaneous use. Due to this issue the patient experienced high blood glucose level but it was resolved/recovered. No further information available.